Event description:
It was reported that a child suffered a severe burn when a pulse oximeter sensor was left attached to the pt's arm during an MRI scan. The injury was described by the user facility as a fourth degree burn, and resulted in the need to amputate at the baby's forearm a few days after the incident occurred. The sensor was underneath the clothing or blankets around the baby, and was not detected and removed during the pt screening process. The pulse oxymeter sensor involved in this incident is not an mr compatible device, and was not in use during the scan procedure. Leads from the sensor contain conductive material, and were on or near the pt's arm during the scan. The changing magnetic fields associated with the mr scan induced currents in the conductive materials and resulted in significant heating of the pulse oxymeter sensor.

Manufacturer narrative:
A ge svc rep performed an on-site investigation of the system involved in this issue, and determined that the system was operating according to specifications. Warnings regarding potential heating of conductive materials and the need to properly screen pts prior to scanning are contained in the user documentation supplied with the system. The documentation also contains warnings for increased vigilance in the case of pts that are sedated or are otherwise incapable of using the pt alert system or intercom to indicate the operator of any problems.